Event description:
Health professional reported that the tubing and access port of a lap-band was explanted as "it was discovered that the lap-band device was not holding a fill". A barium swallow was performed. The doctor explanted the port and noticed that "the tubing had fractured". The tubing and the access port were replaced and returned to allergan for product analysis.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a half day infusor ruptured during filling. The reservoir ruptured immediately after filling of an unknown solution of medicine began. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA (B)(4). A follow up report will be submitted if additional information becomes available.